Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the plastic hub separated from the set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 11088483, batch #unknown. It was reported that the bd ext set dehp free had a component damage - leak. The following information was provided by the initial reporter: "the plastic hub of the tubing that twists to connect to pt snapped off which led the tubing to no longer being able to secure to clear link of pt's central line." Verbatim rcc received a complaint via email. Email(s) attached. Item: 11088483 quantity affected: 1 ea serial/lot number: unk po : (B)(4) are any samples available for return? Yes reported issue: med line syringe tubing (appears to be 1.5ml but this reporter did not set up the tubing) when detaching med line tubing from central line to administer an urgent prn med, the plastic hub of the tubing that twists to connect to pt snapped off which led the tubing to no longer being able to secure to clear link of pt's central line. Med (ampicillin) had been running and paused to administer urgent sedation, so med had to be paused further to be re-primed with a new med no further details provided by customer.